Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer accidently dropped his pump and the touchscreen became shattered. Contact reported that since the touchscreen was shattered, the customer's blood glucose (bg) level was 400 mg/dl. The customer administered manual injection to address the bg level. The customer reported that the pump and manual injections would continue to be used for insulin therapy.